Event description:
It was reported that this right atrial (ra) lead was explanted. The reason was not provided. Another ra lead was successfully implanted. Another ra lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted. The reason was not provided. Another ra lead was successfully implanted. Another ra lead was successfully implanted. No additional adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available. Upon receipt at our post market quality assurance laboratory, visual inspection revealed fractured cathode coil 32 cm from the terminal pin, consistent with induced damage at explant. The observed damage is not deemed to indicate product defect or malfunction, but likely occurred during normal use of the product.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed fractured cathode coil 32 cm from the terminal pin, consistent with induced damage at explant. The observed damage is not deemed to indicate product defect or malfunction, but likely occurred during normal use of the product.